Manufacturer narrative:
Continuation of d10. Section d references the main component of the system. Other medical products in use during the event include: product ID: harmony-25; product serial number: (B)(6); product type: 0195-heart valves; implant date: (B)(6) 2025 select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure involving the implant of a transcatheter pulmonary bioprosthetic valve, a non-medtronic 26 fr sheath was inserted into the right femoral vein, and the delivery catheter system (dcs) was inserted up to the right pulmonary artery (rpa). The valve was deployed to row 1.5 and the flowering technique was used to pull it to the main pulmonary artery (mpa). When the valve was deployed to row 6, the "right shoulder of the outflow" dropped, and it was deployed at a lower position than the intended implant position. It was noted that due to concerns about the valve entering the right ventricle and kinking the stent frame, a recapture was performed by distally placing the tip of the sheath prior to the dcs capsule. After the recapture, the distal tip was retracted, and the dcs was reinserted into the rpa. The valve was deployed to row 2 and deployed to the mpa by the flowering technique. After confirming with angiography that the shape of the outflow was expanding smoothly into the mpa, it was slowly deployed to rows 3-6. Positioning was confirmed and the valve was implanted successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that clarified previously reported information indicating that the valve dislodged/moved to a lower position during deployment. Additionally, the same dcs and valve were used to complete the procedure.